Event description:
A malfunction on the customer's pump was reported, identified by a software error indicated with a malfunction code. There was no reported impact on the customer's blood glucose levels, as the caller declined to answer if they exceeded a critical threshold. Technical support provided guidance to reset the pump, which resolved the malfunction without a recurrence. The customer was advised to continue using the pump and to report any future issues.